Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log file. The system controller event log file contained approximately 3 days of data, spanning from to (B)(6) 2019 09:04:45 to (B)(6) 2019 11:51:37, which captured three low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. One of the low flow events lasted 10 seconds and a low flow alarm were not triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 5300 rpms and remained above the low speed limit for the entirety of the log file. The controller periodic and lvad event and periodic log files appeared to capture the pump operating as intended. The patient remains ongoing on vad support. No product available for investigation. Sepsis and infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 8 months, 26 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced several low flow and pi events. An echocardiogram noted a severely dilated left ventricle with severe systolic dysfunction and an estimated left ventricular ejection fraction of 10 percent. The patient's right ventricle was reported to be moderately dilated with moderate systolic dysfunction. There were no noticeable clinical signs of valvular abnormalities. The cause of the pi events was thought to be related to the patient's upper respiratory infection. The account reported the patient is mildly septic and lower filling pressure due to the reduction anti-hypertensive regimen and decreased diuretics. No further information was reported.